Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A review of all batch record documents was performed for potentially associated lot numbers gd895748 and gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as compliant (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. It was reported that the patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested from the nurse, but the nurse declined to provide additional information about the reported event. This is report 2 of 3 involved in this event.